Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 25-pc. Lot in august of 2018. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the distal handle (g00388) is loose from the instrument and shoulder screw (n00186) is missing and wasn't returned with the instrument. We are able to validate this complaint. Evaluation of the tapped side of the proximal handle (g00436m) shows that the handle was properly staked in 3 places during its manufacture. We are unable to determine what caused the screw to become loose and missing and for the handle to be loose from this instrument but mishandling and lack of proper maintenance at the end user's facility is suspected. All 25 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in res ponse to this complaint and this record will be deemed closed.

Event description:
Reported issue: during a robotic prostatectomy the applier had been used more than ten times; on the last clip needed the jaw opened wider than the clip it would not close around the vessel. The screw was missing, handle came off, the screw was found on the surgeon's gown as he was sitting down at the time.

Event description:
Reported issue: during a robotic prostatectomy the applier had been used more than ten times. On the last clip needed the jaw opened wider than the clip it would not close around the vessel. The screw was missing, handle came off, the screw was found on the surgeon's gown as he was sitting down at the time.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.